Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and it was found that the device was slow to return to a fully open position. This could have impacted the opening and closing performance of the device. Opening and closing of the jaws multiple times prior to use will reduce or eliminate this issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was placed on tissue and activated as per instructions. The handle got stuck keeping the jaws closed on the tissue. Surgeon had to force the jaws open, remove the product and use a new same like product to continue. Delay of ten minutes. There were no adverse consequences for the patient reported.